Event description:
Caller alleges discrepant results with inratio. Nine patients obtaining >5.0 inr's.

Manufacturer narrative:
Caller tested 9 patients and they were getting results >5.0 inrs for all 9 patients. This requires an investigation. Product will be tested when resulted.